Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 134 mg/dl and 138 mg/dl. The test strip lot manufacturer's expiration date is 03/13/2018 and open vial date is (B)(6) 2016. The product is stored in the living room. The meter memory was reviewed for previous test result history: (B)(6).